Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose (bg) was above 600 mg/dl. Customer delivered a bolus, changed supplies, and used manual insulin injections to address elevated bg.